Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels between 40 and 50 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that they changed the settings on their insulin pump and that their blood glucose levels dropped in the middle of the night. The settings on the device was reviewed and was determined that the insulin pump acted according to the settings that was programed in the device. The customer stated that they will consult their healthcare provider about the settings on their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.